Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a starclose se device with a 6f sheath after a diagnostic angiogram. Reportedly, after the starclose se clip was successfully deployed, as the device was removed, the inner silver clip delivery tube remained in the patient tissue tract. The starclose delivery tube had detached from the device. The delivery tube was removed without resistance. Hemostasis was achieved with the starclose se clip. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reportedly discarded at the facility. The device was not returned for analysis. The reported exchange sheath detachment and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous medwatch report filed, additional information was received: the detached component of the starclose se device was the green sheath. "It looked like the green sheath disconnected distal to the white connector." The physician is reportedly in-training in the use of the starclose se device (proglide device was incorrectly referenced on initial report).